Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.